Event description:
The customer reported that the system would not perform fluoroscopy. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable connector were evaluated and reseated. The circuit boards and system interface board were reseated. The system was tested and found to be working as intended and returned to service.